Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please provide further detail of how the "seal was not made at 100 of anastomosis"? Was the staple line incomplete (missing staples)? Or were malformed (unformed) staples seen? Please provide further detail of the event. When the tissue donuts are not complete (they are formed in half moon for example) it indicates that the closure or union of tissues was partial, which must be ensured with a liquid test and reinforce with manual suture. The doctor saw that they were not complete, proceeded to reinforce, which prevented complications from occurring.

Event description:
It was reported that during a colon resection, there was an incomplete staple "donut" inside the device. He identified "incomplete donuts", which the failure indicator in the stapling instrument, because the seal was not made at 100 of the anastomosis. The hcp is a high user of the product and and has a lot of experience in its use. He identified the problem at the end of the anastomosis and could repair the defect of the stapling using manual suture. There were no patient consequences reported.